Event description:
It was reported by the patient within one week post implant that the patient was feeling tired and the patient had a concern that the fatigue would continue. Follow up with the clinic found that the right ventricular (rv) lead had increased threshold at the one week check. The patient was reevaluated a week later to see if the increased threshold had resolved, and everything was considered to be fine and the patient's shortness of breath had resolved. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead 2012 (B)(6); 4076 implantable pacing lead 2012 (B)(6). (B)(4)